Event description:
Surgery for pelvic prolapse; 1st procedure - install tvt sling for stress incontinence - during installation procedure the urethra was nicked - it was repaired at the time unfortunately a fistula developed - requiring another surgery which did not heal right - this injury happens often with this device, as dr's really cannot visualize what they are doing.